Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that surgical intervention took place on (B)(6) 2021 wherein the device was repositioned. There were no complications during the procedure. Therapy was restored. Patient was stable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation due to the ipg migrating out of the pocket site. Patient denies any traumas. A surgical intervention is anticipated in the near future. No additional information is available at this time.